Manufacturer narrative:
(B) (4). (B) (4). Customer reported one of the sets was discarded, and the other set was available for investigation. The set has been received. A follow up report will be submitted with any relevant info.

Event description:
Customer reported 2 leaking events, thought to be from the filter. Pharmacy primed the set with taxol infusion and sent to nursing in a plastic chemo bag. Nurse noticed solution in the bottom of the bag upon receipt and said filter was wet. There was no staff exposure to the chemo and no pt involvement. No additional info was available.